Manufacturer narrative:
Analysis found the unit with a detached end cap. Analysis was unable to verify the compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was unknown at the time of incident. The customer stated that the plastic around the pump was moving away from the pump. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.